Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had an unresponsive button. The customer also reported that they removed the battery and placed the insulin pump in rice but stated that it will only go to the time and date screen and had an unresponsive button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 111mg/dl at the time of the incident. The customer stated that the down buttons was unresponsive. The customer stated that the time on the clock did not advance when monitored for one minute. The customer was instructed to removed the battery and insert a new one and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: no frozen screen or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) down buttons dome switch. No unlocked lcd keypad connector noted. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.